Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated that the defib-svc-exposed coil of the lead developed a fracture while in vivo/clavicle rib crush. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer and, subsequently, tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.